Event description:
After 23 months of implantation, this lead was explanted because of erosion and a pocket infection. The other device(s) involved with this case have been reported on an MDR(s).

Event description:
After 23 monts of implatation, this lead was explanted because or erosion and a pocket infection. The other device(s) involved with this case have been reported on an MDR(s).